Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure for rectal malignancy, the device loaded correctly. However, the device fired, but the staple jammed. A new reload of the same type was used, but the same issue occurred. To resolve the issue, manual suturing was performed. It was noted that the surgical procedure time was prolonged by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p5b0839s); egia45amt, egia45amt egia 45 artic med thick sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure for rectal malignancy, the device loaded correctly. However, during firing, the staple jammed. A new reload of the same type was used, but the same issue occurred. To resolve the issue, manual suturing was performed. It was noted that the surgical procedure time was prolonged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic radical procedure for rectal malignancy, the device loaded correctly. However, in rectal detachment, the device fired, but there was poor staple formation. A new reload of the same type was used, but the same issue occurred. To resolve the issue, manual suturing was performed. It was noted that the surgical procedure time was prolonged by less than 30 minutes.